Event description:
This report is being filed retrospectively per the FDA's request. The fixture reportedly fell out about two months after initial surgery. Multiple requests for additional information were made. However, no information was provided. The flange fixture and abutment were analyzed and found to be within specifications.

Manufacturer narrative:
This is a final report. Labeling: this type of event is addressed in the device labeling.